Event description:
It was reported to boston scientific corporation that an rf3000 radiofrequency generator was used during a renal radiofrequency ablation (rfa) procedure. According to the complaint, the physician made a general comment that, in his opinion, the patients that he treated with the rf3000 generator suffered renal impairment, but those who were treated via renal cryoablation did not. The physician believes the renal impairment was caused by collateral damage to the kidney outside the ¿burn area¿ of the electrode. There was no alleged malfunction of any devices used during the procedure. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.